Event description:
During an initial implant procedure, it was not possible to advance the guidewire into the left ventricular (lv) lead. The lv lead was replaced during the procedure to resolve the event. The patient was stable.

Manufacturer narrative:
The reported event of failure to advance guidewire was confirmed. As received, a complete lead was returned in one piece. Visual examination of the lead found the inner coil was offset/damaged at the distal s-curve region of the lead consistent with procedural damage. Unable to perform guidewire insertion test due to the offset/damaged inner coil. The cause of the reported event of failure to advance guidewire was isolated to the offset/damaged inner coil consistent with procedural damage. Electrical testing of the lead did not find any indication of conductor fractures or internal shorts. S-curve was measured to be within specification.